Event description:
It was reported that the user experienced a low blood glucose episode while at high altitude and after a period without food, during which the cgm sensor had expired; the user self-treated with a small can of soda and blood glucose returned to range, and the ilet provided a low alert. Symptoms included signs consistent with hypoglycemia. Outcomes included transient hypoglycemia lasting about 1.5 hours without need for outside assistance or medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of hypoglycemia remained unclear; potential contributing factors included missed meals and physical exertion, and a cgm sensor expiration was noted. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.